Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose readings and noticed that the reservoir had air bubbles. It was noted that the reservoir had a large bubble. Customer already changed the reservoir prior to calling. Customer's blood glucose reading at the time of the call was 348 mg/dl. Customer declined troubleshooting for high blood glucose readings. Customer was advised to call back if issue persists.